Manufacturer narrative:
Other: adverse events reported. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
A multi-center retrospective observational study was conducted to obtain post-market clinical data for medtronic spine implantable devices. This data was queried and grouped based on the specific medtronic system used in the surgical procedure and analyzed to establish real-world evidence (rwe) for the performance and safety of the device in question when used as part of standard clinical practice. This data collection is one part of ongoing post-market clinical surveillance activities that are intended to confirm and monitor the safety and performance of the device. This report summarizes the clinical data obtained by medtronic as part of this retrospective observational study. Data obtained as part of this study was provided to in a de-identified format and thereby provides no patient or product specific identifiers. Patient demographics: no. Of patients- 220, gender- male (male-140, female- 80), age- 57.68 years diagnosis: degenerative disease(193 patients), trauma (17 patients), deformity (5 patients), failed fusion (3 patients), infection (2 patients) it was reported in the clinical titled ¿atlantis visiontm elite anterior cervical plate system" that patient suffered from various aes, breakdown of aes and patient numbers per analysis group is mentioned below. Degenerative disc disease device-related events: two patients were noted as having hardware failure. In both patients, the hardware failure was related to posterior spinal fixation and was not associated with the atlantis vision elite system, ultimately resulting in revision surgery for both patients. Two patients were noted as having evidence of screw loosening of the atlantis vision elite system, and no additional revision surgeries were noted for these patients. Events related to spine fusion procedures: adjacent segment changes (21) and continued degeneration at index level(s) (1) events related to anterior cervical surgery: dysphagia (21), dysphonia (3) revision surgery: there were 5 reports of revision surgery. The cause of these revision surgeries was as follows: hardware failure (2), adjacent segment changes (1), not specified (2). Events related to continued pain: the majority of aes reported were related to continuation of general-, upper back-, upper extremity-, neck-, face-, or head- pain, stiffness, spasms, or paresthesia revision surgery: there were 5 reports of revision surgery. The cause of these revision surgeries was as follows: hardware failure (2), adjacent segment changes (1), not specified (2). Events related to continued pain: the majority of aes reported were related to continuation of general-, upper back-, upper extremity-, neck-, face-, or head- pain, stiffness, spasms, or paresthesia. Reference table 5 for a comprehensive breakdown. General surgery related aes: anesthesia-induced nausea (1), surgical wound erythema (1), surgical wound purulent discharge, hospital-acquired infection (1), post-operative bruising (1), respiratory infection (1). Other aes: weakness (17), balance issues (4), dizziness (2), falls (6), and tinnitus (1). These aes are not anticipated to be device-related, but they may be related to undergoing an anterior cervical spine procedure and/or general surgery. Spinal trauma events related to anterior cervical surgery: dysphagia (1), dysphonia (1) events related to continued pain: upper extremity pain (1), upper extremity paresthesia (5) general surgery related aes: temporary percutaneous endoscopic gastrostomy (peg) (1) other aes: weakness (2). These aes are not anticipated to be device-related, but it may be related to undergoing an anterior cervical spine procedure and/or general surgery. Spinal deformity events related to continued pain: upper extremity paresthesia (1) spinal failed fusion device-related events: hardware failure (1), hardware loosening (1). Two patients developed atlantis vision elite device-related aes. One patient had a broken screw, and the second patient had evidence of screw loosening. Events related to spine fusion procedures: pseudarthrosis (2) revision surgery: one patient is recorded as requiring a revision surgery secondary to pseudarthrosis. Events related to continued pain: upper extremity pain (2), upper extremity paresthesia (1), upper extremity radiculopathy (1), upper back pain (1), upper back/extremity spasms (1), neck pain (1), headache (1). Apart from these following are the adverse events which were also observed in the patients: carpal tunnel syndrome, pain, cough, decreased range of motion, fibromyalgia, high blood pressure, swelling, lower extremity tremor, pulmonary nodular amyloidosis, temporary peg, tongue numbness conclusion: of the 61 patients with fusion assessments available, across evidence groups that are on-label for the device, 50 of them were noted as having a successful fusion. Atlantis vision elite is not a fusion device, but it is used to provide anterior stability for the cervical spine until fusion occurs. Of the 220 patients included in this report, 6 were noted as having a hardware failure/loosening, and 4 of these events were related to the atlantis vision elite system. Other reported aes are known complications of cervical spine surgery, general surgery, or likely unrelated to a spine surgical procedure. Overall, the results from this retrospective observational database study indicate that the device is performing as intended with low failure rate, and no new or emerging risks were identified.